Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
On (B)(6) 2010, upon interrogation of the ICD involved in this MDR, the following alert message was noted again: "last reset date 18 feb 2010. The device was reinitialized 1 time since beginning of life". This message was first noted (B)(6) 2010. Files were retrieved from the (B)(6) 2010 check as data export problems occurred on the programmer holding the other f/u checks.